Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it did under infuse, however, not at a rate that mmdg would consider reportable. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump appeared to be running, but it was not delivering. At the time of the complain the initial reporter stated that there had been no adverse effects to the patient and that they had no additional information. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump appeared to be running, but it was not delivering. At the time of the complain the initial reporter stated that there had been no adverse effects to the patient and that they had no additional information. (B)(4).